Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer complained of a discrepant inr result between a coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 11:335 am, the customer result was 6.1 inr. At 12:30 pm, the customer had a lab test and the result was 4.5 inr. There is no allegation of an adverse event. The customer's therapeutic range is 2.5-3.0 inr. Customer's warfarin dose was held three days. Customer is not on heparin or direct thrombin inhibitors. The customer does not have any antiphospholipid antibodies. The customer is receiving chemotherapy for cancer and is anemic. Customer has low white and red blood cell counts as well as low hemoglobin. Customer recently started a new medication for irritable bowel syndrome and is eating less than normal due to her chemotherapy. The customer does not have any new illnesses. Patient is currently feeling ok. Retention test strips (294942) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.